Manufacturer narrative:
The field service representative (fsr) inspected the instrument performed trouble shooting procedures, and although a definitive cause for the issue was not identified, the architect i1000sr serial number (B)(6), was considered the likely cause for the issue. However, sample integrity could not be ruled out. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr, serial number (B)(6), did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6), was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result on a patient. The following data was provided (customer¿s reference range <0.038): initial result = 0.210 ng/ml, repeat = <0.0 ng/ml. Same patient, new sample obtained 3 hours later and result = <0.0 ng/ml. No impact to patient management was provided.

Event description:
The customer observed a falsely elevated architect stat troponin-I result on a patient. The following data was provided (customer¿s reference range <0.038): initial result = 0.210 ng/ml, repeat = <0.0 ng/ml. Same patient, new sample obtained 3 hours later and result = <0.0 ng/ml. No impact to patient management was provided.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.